Event description:
Patient was tested at 12:00 am and device = 257 mg/dl. Patient was given 56 units of insulin. A lab at 4:00 am, result = 21 mg/dl. No treatment was given. At 6:30 am, device result = 197 mg/dl. Patient was given 5 units of insulin. At 12:00 pm, a lab = 104 mg/dl and within a few minutes, device result = 279 mg/dl. Patient was given lunch and approximately 30 minutes later, device = uncertain but thought to be around 150 mg/dl. Controls were unknown. A request was made for product return and replacement product was sent.